Event description:
It was reported that the right atrial (ra) lead exhibited undersensing causing false termination of ongoing arrhythmia episode. The ra lead remains in use. No patient complications have been reported as a result of this event.